Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a button error alarm from her insulin pump, and that the event possibly leading up to it was being in the river. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 267 mg/dl. No further information was provided.